Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following section was corrected: d4. Visual examination of the provided picture identified the impactor pad is fractured. However, due to the quality of the photo and as product has not returned, further analysis could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while the surgeon was using the instrument to attach the implant the tip of the instrument fractured. There was no report of a foreign body being retained or harm to the patient as a result of the malfunction. Attempts have been made to obtain additional information with no response received at this time.

Manufacturer narrative:
(B)(4) h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.